Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of manufacture for the meter is unknown. The date listed device manufacture is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother initially called adc customer service on (B)(6) 2015 to report that customer received an ER-6 message on the display of her adc blood glucose meter. Customer's mother called again on (B)(6) 2016 to inquire as to the delivery status of customer's replacement meter. While on the phone caller reported that on (B)(6) 2016 because customer did not have a meter to test with she was hospitalized with a diagnosis of dka (diabetic ketoacidosis). No further information was provided as caller declined to continue troubleshooting and ended the call. It is unknown what specific treatments may have been rendered during her hospitalization. There was no report of death or permanent injury associated with this event.